Event description:
Boston scientific crm received information that this single chamber pacemaker and competitive right ventricular (rv) lead exhibited oversensing of rv noise which resulted in pacing inhibition for periods greater than three seconds. The patient was noted as symptomatic with the inhibition of therapy. The issue not reproducible with isometric testing. Technical services discussed programming changes to the sensitivity levels in attempts to limit the noise. No serious adverse patient effects were reported. Additional information noted the patient experienced a fall with the inhibition. The device was programmed to voor mode, which gave an estimated 2.5 years of remaining battery life. The physician elected to delay revision on competitive rv lead until device required replacement.